Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw5076807 received.

Event description:
It was reported that the patient requested to have remote monitoring turned on for her implantable cardiac monitor device approximately six months after the device was implanted. At the time, the patient had been discharged by her follow-up physician from his practice due to some conflict. St. Jude medical (now abbott) offered to set up remote monitoring for the patient once she found a new physician. The patient did not provide st. Jude medical with the physician's information and therefore it was not possible to set up remote monitoring for her device. It was also reported that the patient became very ill in 2017 and began experiencing pain underneath the area where the device was implanted. No further information was available.

Manufacturer narrative:
Maude report mw5078163 received.

Event description:
New information received indicated that the patient visited the doctor's office on (B)(6) 2018 and was still unable to activate remote monitoring for her implantable cardiac monitor. No information was available regarding her new following physician.